Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2022. During implant, the implantable cardioverter-defibrillator had a bluetooth telemetry issue in which there was lag connecting with the merlin programmer. The intracardiac electrocardiograms (ecgs) were out of phase with the surface ecgs. The session was restarted and the issue resolved so the same device was successfully implanted. The patient was stable.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.